Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up report will be submitted.

Event description:
As reported by the sales rep, isocool tips would not coagulate. There were no reports of delay or patient harm.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed

Manufacturer narrative:
A pair of isocool bipolar tips were returned for evaluation with no visual abnormalities observed. A multimeter was used to measure the resistance between two points along each tip. One tip produced a current but the other tip was non-conductive. Therefore, this complaint is confirmed; however, root cause could not be determined. Upon review of manufacturing records, a follow-up report will be submitted.